Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they had issue with temperature port of an arctic sun device. They were not working properly.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed isolation circuit card. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that they had issue with temperature port of an arctic sun device. They were not working properly. Per follow up received via mail on 26jan2024, this has recently moved from onsite repair to depot. It was currently being shipped to depot. No patient involved. Sample would arrive soon.